Event description:
Surveillance study. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the patient experienced a vessel dissection. The index procedure treated two vessels. The first a de novo, 99% stenosed 3.0x12mm target lesion located in the proximal right coronary artery (rca). Treatment placed a 3.0x12mm taxus express2 study stent deployed at 16 atmosphere's (atm's). Ivus was performed, confirming the stent was well apposed, resulting in 0% residual stenosis. The second lesion was a de novo, 75% stenosed 2.75x28mm lesion located in the mid left anterior descending (lad) artery. Treatment pre dilated with an unspecified balloon at 6 atm's. A 2.75x28mm taxus express2 study stent was deployed at 10 atm's and a vessel dissection occurred. Bail out treatment used two additional overlapping taxus express2 stents, (2.75x32mm at 8 atm's, 3.0x32mm at 14 atm's) in the proximal and distal lad overlapping the stent edges. Post dilation was performed with an unspecified balloon at 14 atm's. Ivus was performed, confirming the additional stents were well apposed, resulting in 0% residual stenosis. Nine thousand units was administered. The patient was discharged 5 days later on bayaspirin, patyuna and warfarin. There were no problems at the 3 and 6 month follow up visits.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.